Manufacturer narrative:
Analysis results of the ins 37712 restore ultra pain (B)(4) include- c200/stim ins/battery/reduced capacity due to overdischarge. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed .

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and radiculopathy. It was reported that there was poor communication or no telemetry with the implantable neurostimulator recharger (insr) when the patient tried to charge the implantable neurostimulator (ins) today. The last time the patient had charged or felt stimulation was greater than a couple of months because the patient had been in the hospital on and off and forgot to charge. The patient¿s charging non-compliance had been more than one to three months. There was pain in the patient¿s legs, back, and shoulders which occurred gradually over (B)(6) 2016. It was reported that the pain had worsened throughout (B)(6) and the patient could not walk with their legs. Additional information received from the healthcare provider on (B)(6) 2016 indicating that the patient¿s issues of having no stimulation or communication with their device remain unresolved at this time because the manufacturing representative has not contacted the patient. Additional information was received from a health careprofessional (hcp) on (B)(6) 2017 that the device in the lumbar site was explanted on (B)(6) 2016 due to end of life (eos) and cautery was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.